Event description:
Reportedly, procedure: laparo rectum on operating, on the way of using the device, on the fourth stitch, the needle broke. Additional info rec'd stating, according to a person in charge of sales, the broken needle could not be found out into the cavity. By the x-ray photo, the crack of the needle could not be found anywhere.